Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: oman j ophthalmol. 2024 feb 21;17(1):150-152. Https://doi.org/10.4103/ojo.ojo_132_22. Pmid: 38524321; pmcid: pmc10957064.

Event description:
Title: scleral patch graft with mucous membrane overlay for scleral perforation. This is a case study of a 60 year old female presented with complaints of pain, discharge, and a decrease in vision in her left eye for 1 week duration. She had undergone cataract surgery in that eye 3 weeks back elsewhere. The patient underwent scleral patch graft with mucous membrane overlay while using 8 0 vicryl sutures. Reported complications are n=1; 60 year old female - uptake of mmg over the sclera in the periphery - cornea showed dm (descemet¿s membrane) folds with an iris bombe, iridocorneal touch, and occlusion pupillae treatment: sectoral iridectomy with synechiolysis in conclusion, scleral patch graft with mmg overlay could be considered the primary surgical option in scleral perforation, especially in cases with vitreous prolapse and loss of globe integrity.